Event description:
The pump was returned for investigation. Evaluation revealed that the bolus button is unresponsive. This report is made based on results of investigation completed on 01/25/2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/25/2012 with the following findings: evaluation revealed that the bolus button is unresponsive. (B)(6).